Event description:
It was reported that the lever in the back will not return to proper position after use. Additional information received confirmed that the system kept moving due to the stuck lever. No injury reported. A field engineer was dispatched to the site and determined the rotation switch on the back of the c-arm needed to be replaced. Once this was completed the system was working as intended.